Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the device case was slightly swollen over the region where the battery is located. The device could be interrogated and was confirmed to be operating in safety mode. Review of device data identified several memory errors. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be swollen. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the memory errors identified in the laboratory setting, in the swollen battery, and in the clinically-observed reversion to safety mode operation.

Event description:
It was reported that this pacemaker was found to be in safety core. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was found to be in safety core. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.